Event description:
During an in-clinic follow-up, and myopotential oversensing were detected on the right atrial (ra) lead. Insulation damage was suspected but was not confirmed. No known intervention has been performed. The patient was stable and will continue to be monitored.